Event description:
It has been reported to philips that the cover of the l-arm came loose. No patient harm has been reported. Philips has started an investigation for this complaint.

Event description:
Philips has investigated this complaint during the investigation philips has confirmed that the l-arm cover came loose and was retained by the safety chain. Philips confirmed that the cover fell due to a collision between the c-arm and the ceiling operation light. The l-arm cover was reseated and the system was returned to use in good working order.